Manufacturer narrative:
The report 1000118068-2018-00006 follow-up #2 was submitted correctly under the exemption number e2015005 placing the importer as primary and manufacturer as secondary. However, the initial and follow-up #1 reports were submitted as 9710154-2018-00006 and 9710154-2018-00006 follow-up #1 placing the manufacturer number as primary and importer as secondary. This submission 1000118068-2018-00006, initial, is being submitted to correct the sequence.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 30-nov-2017, from a physician assistant which refers to a (B)(6) female patient. The patient's medical history included hypothyroidism and rosacea prone. Concomitant medications included an unspecified oral contraceptive and synthroid (levothyroxine sodium). Past treatments were not reported. On (B)(6) 2017, the patient received treatment with 1 ml of restylane-l (lot 14813) to the tear troughs, upper bilateral cheeks, and lateral orbital rim with the standard needle provided and an unknown injection technique. 1 day later, on (B)(6) 2017, the patient experienced alar necrosis (implant site necrosis) at the left tear trough. At that time, the patient was given 25 units of hylenex [hyaluronidase] 40 mg/ml to treat the event. On (B)(6) 2017, the patient was given 25 units of hylenex [hyaluronidase] 40mg/ml, nitropaste [glyceryl trinitrate] every hour, an oral medrol dose pack [methylprednisolone], and 40 mg im of kenalog [triamcinolone acetonide] to left gluteal. On an unknown date, the patient experienced small scarring (implant site scar). The reporter stated the patient will undergo an unspecified laser procedure to treat the scarring at a later date. The hcp has photo documentation on file in the office. Outcome at the time of the report: alar necrosis was recovered/resolved with sequelae. Scarring was not recovered/not resolved.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 30-nov-2017, with additional information received on 13-dec-2017 and 23-jan-2018, from a physician assistant which refers to a 47 year old female patient. The patient's medical history included hypothyroidism and rosacea prone. Concomitant medications included an unspecified oral contraceptive and synthroid (levothyroxine sodium). Past treatments were not reported. On (B)(6) 2017, the patient received treatment with 1 ml of restylane-l (lot 14813) to the tear troughs, upper bilateral cheeks, and lateral orbital rim with the standard needle provided and an unknown injection technique. 1 day later, on (B)(6) 2017, the patient experienced alar necrosis(implant site necrosis) at the left tear trough. At that time, the patient was given 25 units of hylenex [hyaluronidase] 40 mg/ml to treat the event. On (B)(6) 2017, the patient was given 25 units of hylenex [hyaluronidase] 40mg/ml, nitropaste [glyceryl trinitrate] every hour, an oral medrol dose pack [methylprednisolone], and 40 mg im of kenalog [triamcinolone acetonide] to left gluteal. On an unknown date, the patient experienced small scarring(implant site scar). The reporter stated the patient will undergo an unspecified laser procedure to treat the scarring at a later date. The hcp has photo documentation on file in the office. Outcome at the time of the report: alar necrosis was recovered/resolved with sequelae. Scarring was not recovered/not resolved. Tracking list v.1 13-dec-2017: patient information, medical history, concomitant medications, injection details, event onset date, treatments, and outcome updated. V.2 23-jan-2018: medical history, concomitant medications, injection details, events, treatments and outcomes updated.

Manufacturer narrative:
Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14813. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma uppsala quality management system. CAPA comment: the events of necrosis and scarring are expected. No corrective/preventive action is needed. Pharmacovigilance comment: the serious events of implant site necrosis and implant site scar were considered expected and possibly related to the restylane-l treatment. Seriousness criteria included medical intervention with hyaluronidase, nitropaste and intramuscular corticosteroids and the need for future laser treatment to prevent a possible permanent damage to body structure. The company conservatively upgraded the case based on follow-up information. This case meets the criteria for expedited reporting to the regulatory authorities. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med (B)(4). Exemption number e2015005.

Manufacturer narrative:
The report 1000118068-2018-00006 follow-up #2 was submitted correctly under the exemption number e2015005 placing the importer as primary and manufacturer as secondary. However, the initial and follow-up #1 reports were submitted as 9710154-2018-00006 and 9710154-2018-00006 follow-up #1 placing the manufacturer number as primary and importer as secondary. This submission is being submitted to correct the sequence.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 30-nov-2017, with additional information received on 13-dec-2017, from a physician assistant which refers to a 47 year old female patient. The patient's medical history included hypothyroidism and rosacea prone. Concomitant medications included an unspecified oral contraceptive and synthroid (levothyroxine sodium). Past treatments were not reported. On (B)(6) 2017, the patient received treatment with 1 ml of restylane-l (lot 14813) to the tear troughs, upper bilateral cheeks, and lateral orbital rim with the standard needle provided and an unknown injection technique. 1 day later, on (B)(6) 2017, the patient experienced alar necrosis(implant site necrosis) at the left tear trough. At that time, the patient was given 25 units of hylenex [hyaluronidase] 40 mg/ml to treat the event. On (B)(6) 2017, the patient was given 25 units of hylenex [hyaluronidase] 40mg/ml, nitropaste [glyceryl trinitrate] every hour, an oral medrol dose pack [methylprednisolone], and 40 mg im of kenalog [triamcinolone acetonide] to left gluteal. On an unknown date, the patient experienced small scarring(implant site scar). The reporter stated the patient will undergo an unspecified laser procedure to treat the scarring at a later date. The hcp has photo documentation on file in the office. Outcome at the time of the report: alar necrosis was recovered/resolved with sequelae. Scarring was not recovered/not resolved. Tracking list v.1 13-dec-2017: patient information, medical history, concomitant medications, injection details, event onset date, treatments, and outcome updated.